Event description:
The pt had been wearing a ring pessary for over 10 years. The doctor's instructions were the pt was to return every 6 months to have the pessary removed and cleaned. The pt noticed a greenish discharge with an odor. The pt met with various physicians who prescribed ointments and creams.